Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6), 2009. According to the complainant, post-procedure, the patient experienced severe urine leakage, recurrent urinary tract infections, vaginal scarring, dyspareunia, abdominal pain and pelvic pain.all other information is unknown.